Manufacturer narrative:
(B)(4). G2: foreign- australia. Reported event was confirmed as visual examination of the provided pictures identified the black tip of the inserter/impactor had broken and split in half. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a 2-prong inserter/impactor had its black rubber concave impactor tip broken in half whilst inserting the definitive glenosphere. All pieces were retrieved and an alternate instrument was used to insert the glenosphere. There was a five minute delay. Attempts have been made and there is no further information at this time.